Manufacturer narrative:
Investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles- before use was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination for gel defects and the issue of gel air bubbles - bore use were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles- before use based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance blood collection tubes, one (1) tube presented air bubbles in the gel. No patient impact reported.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance blood collection tubes, one (1) tube presented air bubbles in the gel. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.